Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). No pacing inhibition of greater than two seconds was noted. The patient was given medication and will continue to be monitored. The lv lead was reprogrammed and remains in service. There were no additional adverse patient effects reported.